Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook hercules 3 stage esophageal wireguided balloon was used to dilate the ampulla. The balloon was inflated with saline. On inflation, the balloon was seen to have a pinhole. Saline was seen to be leaking, which prevented inflation of the balloon. Another balloon of the same type was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The balloon was inflated using a 60 cc syringe with gage. There were two pinholes observed. One in the middle of the body of the balloon and one in the proximal transition where the balloon begins to narrow to the catheter attachment. When the balloon is inflated with water, two small and steady streams of water exit the balloon material at the location of the small holes. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use condition could not be duplicated in the laboratory setting. Due to a variety of clinical conditions, such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report, lubrication was not applied to the balloon prior to advancement through the endoscope and the balloon was used to dilate the ampulla. The instructions for use for this device states: "apply a lubricating agent to the balloon to facilitate passage through the endoscope. The intended use of this device is to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire hercules 3 stage wireguided esophageal-pyloric-colonic balloon should e extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instruction for use contain the following warning: "the recommended 100% balloon inflation pressure can be found on the qid - quantum inflation device, and on the shrink tube of the hercules 3 stage wireguided esophageal-pyloric-colonic balloon." Over inflation can cause damage to the balloon dilator, such as a rupture or split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.